Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately seven years post initial left tha, this (B)(6) female patient was brought back to surgery for painful left hip. The hip was dislocated, femoral head removed, stem checked and found to be well fixed. Attention turned to the cup. The liner was removed with the help of an osteotome. The cup was checked and found to be well fixed. A large cyst was cleaned out posterior superior of the cup. Bone graft was injected behind to fill the void. A new xle 10 degree liner was implanted, as well as +7 biolox head. There was no breakage of devices or surgical delay/prolongation. Patient was last known to be in stable condition following the event. X-ray received. The device will be return.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3, h6 and h9 have been updated accordingly. (H3) as reported, approximately seven years post initial left tha, this 86 y/o female patient revised for a painful left hip. The hip was dislocated, femoral head removed, stem checked and found to be well fixed. Attention turned to the cup. The liner was removed with the help of an osteotome. The cup was checked and found to be well fixed. A large cyst was cleaned out posterior superior of the cup. Bone graft was injected behind to fill the void. A new xle 10-degree liner was implanted, as well as +7 biolox head. There was no breakage of devices or surgical delay/prolongation. Patient was last known to be in stable condition following the event. X-ray received. After 3 requests the devices have not been returned. No additional information available. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.